Manufacturer narrative:
The device has been received for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.